Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), submitted sample photograph, applicable fmea documents, labeling. Based on a review of this information, the following was concluded: the complaint of damage to the extension tube was confirmed but the exact cause was unknown. Two photographs were submitted for review, which appeared to be different views of the same device. The image depicted a 20ga powerloc max infusion set. The highlight of the image was the transition region of the extension tubing into the luer hub. What appeared to be a split in the extension tubing could be seen at the distal edge of the luer hub. Blood residue was also seen within the luer connector of an attached device. No detail suggesting a root cause to the event could be ascertained from the provided image. Potential causes of this type of event are: material fatigue of the tubing at the luer joint, or sharp instrument damage; however, the root cause of the event was ultimately unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the bard power loc max 20g 3/4 inch needles (disc needle). We have a patient receiving continuous infusing chemotherapy via this product where the tubing for the port has had a break or a hole causing blood mixed with chemotherapy to leak out. When this occurred yesterday 8/18 we were able to access the port with the bard power loc 20 g 3/4 inch needle ( butterfly needle) so far there hasn't been any issues with this product."

Event description:
It was reported "the bard power loc max 20g 3/4 inch needles (disc needle). We have a patient receiving continuous infusing chemotherapy via this product where the tubing for the port has had a break or a hole causing blood mixed with chemotherapy to leak out. When this occurred yesterday (B)(6) we were able to access the port with the bard power loc 20 g 3/4 inch needle ( butterfly needle) so far there hasn't been any issues with this product."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample. A needleless injection cap was attached to the luer adapter and the safety mechanism was engaged. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, it appeared that an additional unidentified factor(s) may have contributed. The supplier has been notified of this even. H3 other text : evaluation findings are in section h.11.